Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields, h6(medical device, problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they had replaced the ac power cord reel. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
After further review, an initial and follow up emdr for this complaint was incorrectly submitted. There was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limitation of e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) had broken power cord reel. There was no patient involvement.